Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600 synchron clinical system continued to generate intermittent erroneous results. Customer reported that the issue was noticed when some samples failed delta checking. Customer reported that erroneous results were not reported out of the laboratory. Customer reported that the samples were rerun prior to reporting. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned debris from the flowcell and replaced the carbon bridge. The fse verified performance.

Manufacturer narrative:
Evaluation: results - flowcell. This report is one of two reports related to two events that occurred on two days. This report is related to MDR#2050012-2012-01048.